Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty and damage was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified proximal to mid left anterior descending artery. After pre-dilatation was performed, three xience xpedition stents were deployed successfully. The nc trek was used for post-dilatation of the stents at 16 atmospheres and was fully deflated for removal; however, the balloon catheter could not be retrieved into the guiding catheter as the balloon appeared to be bunched. As the procedure was over at this point, the guiding catheter, balloon catheter and guide wire were removed together as a unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.